Manufacturer narrative:
The device is expected to be returned; however, it was not returned a the time of this report. A follow-up submission will communicate the results of the device history record review, the date of manufacture and expiry date, the evaluation results and conclusion.

Event description:
It was reported that the arterial pressure values displayed in the zeroing screen on the vigileo monitor went up and down from 50 mmhg to 120 mmhg; thus the customer did not find the values credible and the monitoring was stopped. The values monitored were co (cardiac output), sv (stroke volume), svv (stroke volume variation), ci (cardiac index) and svi (stroke volume index). The co value was around 5 l/min, although the expected value was less than 4 l/min. No error or alert messages were noted as displayed on the monitor. There was no allegation of patient compromise and no additional system-related devices were identified as suspect. The monitor is available for return and evaluation.

Manufacturer narrative:
New information was received which changed the description summary for this event. New information supports that the device alarmed and the initial report of inaccurate values was not correct. The new information supports that the issue was related to an event involving an apc09 cable. An error message was displayed on the vigileo monitor screen, prompting the customer to trouble-shoot and exchange the apc09 cable to resolve the error message and the issue. There was no allegation of any patient compromise. The complaint file has been updated to reflect the new information and amend the suspect device from a monitor to an apco9 cable.